Event description:
Arjohuntleigh has received a complaint where it was indicated that carendo had defect with careraiser function. "The pt sat in the chair. The pt was not able to talk, but did not give any sign of discomfort. During the careraiser function one pin didn't work due to greasy lubrication. The chair went skew. There was a high risk of the pts bottom. Service technician visited the facility on (B)(4) 2014 and noticed that pins of the locking device feature required cleaning and re-lubricating with silicone grease. There was no injury reported from this incident. The pt who was placed on the chair was classified as category "e" from arjohuntleigh mobility gallery. During the usage, safety belt was applied at all the time." Ref. MFR # 3007420694-2014-00054.